Event description:
A pt fell and broke her right hip and was implanted with a 135 degrees dhs/dcs plate with lag screw and four screws on (B)(6) 2011. On (B)(6) 2012, the pt stepped down into a sunken living room causing a "modest, non-falling shock" and one week later experienced pain. X-rays taken on (B)(6) 2012 in the emergency room show the lag screw to be broken. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware. It is not known if the pt was revised.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of dhs/dsc one step lag screws was processed through the normal manufacturing and inspection operations. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.